Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 200 micron tfl single use fiber had an error 441 and the probe had blown through. Shortly after the laser probe was used, it started to burn between the plug and the exit probe. The ureteroscopy with lasering procedure was completed with the same device. There was no delay of the procedure due to the event. There were no reports of patient harm.

Manufacturer narrative:
E2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to some sort of user mishandling. The fiber was severed, likely due to handling of the fiber. The device was in use and laser energy went through the fiber which escaped the fiber break resulting in the energy escaping and burning the fiber connector piece/ strain relief. Additionally, the the fiber clearly was used so the e441 error was likely due to the positioning of the fiber and not a result of an actual error. Olympus will continue to monitor field performance for this device.